Event description:
It was reported that while inserting a PICC line on (B)(6) 2025. I had the micro introducer in place over the guidewire as per the process. As I was removing the guidewire it became stuck in the patient's arm. Pt had x-ray and us to check to see why the guidewire was stuck. Surgeon on call did a cut down and was able to remove the wire. Post x-ray done with no foreign body. After looking at the wire it can be seen that there was tissue stuck and a section of open coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire removal is confirmed and was determined to be use-related. One nitinol guidewire in its plastic hoop was returned for evaluation an initial visual observation of the returned guidewire showed use residues along the device. The distal end of the guidewire was observed to be deformed. A foreign substance was observed at the distal end of the guidewire. A microscopic observation revealed the distal weld tip of the guidewire to be present, and no disjointed coils were observed at the distal weld tip of the guidewire. Misaligned coils were observed towards the distal, coiled region of the guidewire. The foreign substance observed along the coiled region of the guidewire appeared to be a formation of fibrin sheath. Additional biological residues were observed along the guidewire length causing the guidewire to be thicker along the regions with excessive biological residues. The excessive biological residues and fibrin sheath likely contributed to the difficult guidewire removal. This complaint will be recorded for future trending and monitoring purposes.